Manufacturer narrative:
Additional information has been provided in sections h.3, h.6, h.10 and h.11. Corrected information is provided in section b.6. The phaco handpiece was received and a visual assessment of the returned sample revealed no obvious nonconformity. Resistance testing was performed using a calibrated resistance test box and passed. Irrigation and aspiration flow rate testing was then performed per the product specification and passed. The phaco handpiece was connected to an opthalmic system. The phaco handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The phaco handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing. The phaco handpiece met product specifications. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample has been received by manufacturing that has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cataract surgery an ophthalmic handpiece led to no irrigation. Patient experienced corneal burn and corneal edema there was no wound leak and no sutures required. The surgery was completed using an alternate handpiece. Symptoms were resolved.